Event description:
It was reported that caller experienced continuous glucose monitor error with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided complete pump reset instructions by technical support, planned to reset pump when ready, and was advised to call back if issue persisted.